Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe was returned for evaluation. The returned sample was appeared bloody and the aperture was completely closed. The proximal retaining cap was glued to the probe. It is also note that the vacuum tubing near the sample chamber was disconnected. Before proceeding the further testing, the vacuum tubing was reattached to the sample chamber properly without any issues. The probe was loaded into the in-house driver and calibrated successfully. One electronic photo was provided and reviewed. The photo shows that the tubing near the sample chamber is disconnected. But, based on the photo review it could not be confirmed that there is a connection problem. Based on the findings, the investigation is unconfirmed for the reported connection problem between the chamber and vacuum tubing as it is properly connected without any issues and calibrated without any issues. A definitive root cause for the alleged connection problem could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 02/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during ultrasound-guided vacuum assisted breast biopsy through fibroadenoma tissue, the device allegedly had a connection problem. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2022).

Event description:
It was reported that during ultrasound-guided vacuum assisted breast biopsy through fibroadenoma tissue, the device allegedly had a suction problem. The procedure was completed using another device. There was no reported patient injury.